Event description:
During follow-up, a charge time-out was observed on the device. Device explant was anticipated to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.

Manufacturer narrative:
The reported event of capacitor maintenance time out was confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Analysis of device image indicated charge time out occurred during capacitor maintenance in the field. The charge time out was reproduced during analysis. The high voltage capacitors were evaluated by manufacturers. Arcing to one of the capacitors was noted, which damaged the boot, cathode, and paper insulator.

Event description:
During follow-up, a charge time-out was observed on the device. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.